Event description:
While removing an electron cone a therapist claims that she injured her shoulder. The resultant injury is scheduled for surgery that requires a four month recovery time. The therapist claims that the electron cones were difficult to remove as they fix in tightly and excessive force was required to remove them.

Manufacturer narrative:
The manufacturer's investigation is on-going.

Manufacturer narrative:
The manufacturer performed an investigation and it was concluded that the risk was within acceptable limits. Handling of applicators was discussed with the therapist. Training is given on the applicators and the user is shown correct fitting procedure. The clinical instructions for use also warns the user of the weight and handling of the applicator in conjunction with following local health & safety procedures. This is the manufacturer's final report.